Event description:
Related manufacturer reference number: 3006705815-2023-07220. Related manufacturer reference number: 3006705815-2023-07219. It was reported that the patient had a fall earlier in the year. Due to this, the patient had discomfort at the ipg site, a fractured lead, and a migrated lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned, and both leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.